Event description:
A malfunction was reported on a customer's pump. There was no reported adverse impact to the customer. The customer was informed by technical support that their pump would be replaced, and they would receive a pump with updated software. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.